Event description:
It was reported via social media that patient experienced a grand mal seizure due to hypoglycemia while wearing a pod. Based on the method of incoming information, no additional details of medical event could be obtained.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported serious injury and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.